Event description:
It was reported by the provider that both motors are leaking grease but the right one is worse then the left. The left is just starting to show signs that it is leaking out of the front. No patient injury reported, no additional information provided.